Event description:
An end user reported a misassembled catheter. The tip was reportedly open and looked like it was put in backwards. Date of event is 2009.

Manufacturer narrative:
Examination and testing of the returned sample confirmed the complaint as reported. The catheter had been misassembled during production, resulting in the funnel being attached to the tip end of the catheter covering the eyelets. The information received did not indicate that the customer used the product as is, and there was no injury. Manufacturing has been notified of this complaint. As there were no other complaints of this nature noted for this lot number, qa concluded this to be an isolated incident.